Event description:
It was reported there was a broken pin in the ventricular connector. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the ventricular output connector had pins broken off in it. It was also noted that the ring cover was broken, the battery contacts were compressed, the ring was missing, and the main printed circuit board (pcb) was out of specification.